Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had inflation/deflation issue. The customer reported there was no patient injury.